Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Wife calling on behalf of husband and he is not feeling well, stating that the customer is very sleepy. Customer does not have an expected range as doctor has not been able to regulate the customer's sugar levels. Wife stated that yesterday (B)(6) 2016 husband took 9 units of levemir and 6 units of novolog as instructed by the doctor. Wife stated she called the doctor this morning concerned as customers fasting morning result was 458mg/dl. Customer's wife then injected him with 10 units of insulin. Customer was advised to seek immediate medical attention. Unable to verify memory or run back to back as customer was not feeling well and becoming less coherent. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 458mg/dl on (B)(6) 2016 fasting: yes.